Event description:
It was reported that during a percutaneous transluminal angioplasty, stent damage occurred. Access was obtained through the left brachial. The 90% stenosed, de novo lesion was located in the severely tortuous and severely calcified left subclavian artery. The physician advanced the 7.0mmx30x75cm express stent delivery system (sds) and was unable to cross the lesion. The sds was removed from the patient and a lifted stent strut was noted. Procedure was completed with another different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).